Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 it was reported that the patient experienced inaccurate cgm values 5 days after the sensor had been inserted in the upper buttocks. The patient did not experience symptoms. The cgm was described as working fine and the graph looked normal. The blood glucose was not checked. The patient uses a t slim pump. The same day, the patient reportedly developed vomiting, decreased appetite, and went to the emergency department (ed). There, the patient was diagnosed with diabetic ketoacidosis (dka) and hospitalized 3 days. Treatment for nausea and vomiting included zofran and pepto-bismol. Management of hyperglycemia was not documented, but the complaint notes she received the usual treatment for dka. The patient reported a low bias inaccuracy on a newly placed sensor during the hospitalization. At the time of the report, the patient was doing well. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "on 08-09-2024 it was reported that the patient experienced inaccurate cgm values 5 days after the sensor had been inserted in the upper buttocks."

Event description:
On 08-04-2024 it was reported that the patient experienced inaccurate cgm values 5 days after the sensor had been inserted in the upper buttocks.